Manufacturer narrative:
Patient weight not made available from the site. 10/22/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 10/23/2015 a medtronic representative, following-up at the site, reported the patient tracer pattern is not available for analysis. The surgeon stated that she stayed anterior and did not get any posterior points. Poor tracer technique is likely the cause. Thick slices, cut off nose. The medtronic representative reported that they had re-started the tracer pattern to try to re-register but never did so. 10/28/2015 software investigation completed. Findings are that the patient scan was not to protocol. Software is functioning as designed. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site alleged an inaccuracy with their navigation system. Specific measurement of the inaccuracy was not provided, or known. In trouble-shooting, it was determined the site was accurate superficially after the tracer registration. The surgeon was in the sinus, however, navigation showed as being in the brain. The medtronic representative found that the posterior anatomy (temples, etc) were not included in the surgeon's tracer pattern and advised the surgeon to include that anatomy in the tracer pattern. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that she discussed tracing technique with the surgeon and the need to gather more posterior points while registering the patient. The rep also went to the site to meet with the or staff and performed a refresher in-service training on the use of navigation equipment.